Manufacturer narrative:
(B)(4). Event, laboratory tests, and therapy dates: estimated dates. The guide wire was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the catheter was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure to treat a lesion in an unspecified vessel, a 014 s'port guide wire was positioned in the anatomy without issue. When advancing a 2.5x12 trek otw balloon dilatation catheter (bdc) over the s'port guide wire, resistance was felt between the two devices and, though no force was applied, the bdc became stuck on the guide wire (unable to advance or retract). Both units were removed from the anatomy as a single unit without issue. Another s'port guide wire was used successfully with a non-abbott bdc, successfully completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.